Manufacturer narrative:
(B)(4). The subject device has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt265 infant ventilator circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Results: the healthcare facility reported that the rt265 breathing circuit failed the ventilator leak test. Photographs were provided for evaluation. Conclusion: review of the provided photographs could not confirm the reported fault. From the provided photographs, it was not possible to determine air leakage location. All rt265 infant ventilator circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant ventilator circuit also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in china reported that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.